Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose was above 600 mg/dl with small ketone levels. A no-power issue was reported and it was noted there was no evidence battery compartment or battery cap damage or moisture. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 05/20/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed the pump alarmed for an occlusion on (B)(6) 2015 at 07:04 which was unacknowledged until a replace battery alarm occurred at 08:04. Call service 054 alarms occurred immediately after the replace battery alarm. Deliveries were suspended due to the unacknowledged alarms from 07:04 to 08:24 on (B)(6) 2015. No basal deliveries occurred from 12:06 to 12:16 on (B)(6) 2015 due to a rebooting event. The total daily dose history correlated appropriately to the user programmed basal rates. The battery compartment was cracked and moisture was observed within the compartment. A battery cap was not returned with the pump. A test cap was unable to completely tighten to the pump; however, a power loss was not experienced. Leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s internal components. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.